Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0209021290, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
Additional information received provided a more detailed timeline for the infection during the trial. Difficult lead insertion was noted and there "may have" been some localized trauma. As of (B)(6) 2015, "all was well" wth the wound. Following the patient receiving antibiotics, the wound was "ok" as of (B)(6) 2015. Later, the planned implant procedure on (B)(6) 2015 was cancelled because of a bed shortage. On (B)(6) 2015 it was noted the "battery site" was again infected and all of the kit was removed at that point. A re-implantation was scheduled for about (B)(6) after the wound was allowed to heal. An additional follow up report will be sent if additional information is received.

Event description:
It was reported the patient showed signs of infection on 2015-(B)(6). There was an infection at the intended pocket site following the extension. An infected tined lead was also noted. The area was swabbed for culture and the patient was prescribed antibiotics. All items were explanted on the date of this report and the patient was swabbed again in theatre. The patient was to be re-implanted at a later date. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# unknown, implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type: lead. Product ID: neu_unknown_ext, product type: extension. (B)(4).